Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany by our edwards lifesciences affiliates, a 23-year-old patient with tetralogy of fallot received a 22 mm non-ew conduit in the pulmonary position. Eight years later, a 45 mm cp stent was implanted, followed by dilatation using a 22 mm balloon and implantation of a 22 mm non-ew valve. Now, the cp stent was noted to be broken, and the non-ew valve had a high gradient, after which the non-ew valve was dilated using a 22 mm balloon followed by successful dilatation with 24 mm and 26 mm balloons. Then, implantation of a 26 mm sapien 3 transcatheter valve was performed successfully until the beginning of balloon deflation, when the commander delivery system balloon burst. The removal into the 24f non-ew sheath was unsuccessful, and during withdrawal the tricuspid valve was injured. Consequently, surgical repair of the tricuspid valve was performed. Additionally, the distal portion of the burst commander delivery balloon separated and was recovered from the right venous groin by vascular surgery. The patient was reported to be in stable condition the following day.